Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was having issues communicating with the implantable neurostimulator (ins) and recharging the ins. Patient stated they have been unable to recharge their battery for the last 5-6 months. They state they have been sent 3 new controllers and rechargers which have not resolved the issue. They state that 6 months ago they fell on the stairs and landed on their battery/back/hip which may have been around the time the battery stopped charging. Troubleshooting was performed and manufacturer representative (rep) was unable to connect with patient's communicator or controller. Patient has plans to meet healthcare provider (hcp) on (B)(6) 2025. Cause is unknown. No symptoms were reported. Rep reported they will provide any new information that they become aware of.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician determining battery at its¿ end of life. Physician and patient electing to replace generator. All impedances normal during replacement on (B)(6) 2025 when testing with new battery. Requested return of explanted generator, physician refusing, reporting normal end of life of generator.